Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that data logs showed the "impella stopped - motor current high" alarm triggered immediately upon starting the pump, accompanied by a sudden motor current spike to over 1600. The alarm and motor current spike recurred with every subsequent restart attempt. No damage or abnormalities were found on the returned pump. When the impella was connected to an aic, it started and ran with no issues or relevant alarms. Therefore, the root cause of the pump's failure to start was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella rp device for mechanical circulatory support. During implantation, the impella rp was inserted without issue. The wire was removed, and the pump turned on at p2 and immediately the pump stopped and alarmed pump failure due to high motor current. They attempted to restart the pump multiple times with no success. The pump was removed and replaced with new rp and started without issue.